Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, one was female and four were male, all five patients age ranged between 41-60 years and four patient weighs in the range between 214 - 306 lbs. Remaining patients weight was not provided.

Manufacturer narrative:
H10: of the reported five malfunctions, lot number were provided for three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However, medical records were received for all five malfunctions and additionally image was provided for one malfunction. Therefore, for two malfunctions the investigations are confirmed for perforation of the inferior vena cava and filter tilt and for one malfunction the investigation is confirmed for the perforation of the inferior vena cava and inconclusive for filter tilt. For the remaining two malfunctions, the investigations are confirmed for perforation of the inferior vena cava; however, the investigations are unconfirmed for filter tilt. A definitive root cause for the reported event could not be determined. The devices are labeled for single use. H10: d4 (corporate lot no: unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the reported five malfunctions, lot number were provided for three malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for all five malfunctions and additionally image was provided for one malfunction. Therefore, for one malfunction the investigation is confirmed for the reported malposition of device and patient device interaction problem and for another one malfunction the investigation is confirmed for the reported patient device interaction problem and inconclusive for malposition of device. For the remaining three malfunctions the company is still investigating the issue at this time. (Corporate lot no: unknown).

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from a various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, one was female and four were male, all five patients age ranged between 41-60 years and four patient weighs in the range between 214 - 306 lbs. Remaining patients weight was not provided.